Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a moderately tortuous, severely calcified lesion with 95% stenosis in the right coronary artery. There was no damage noted to the device packaging and the device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. Resistance was encountered when advancing the device and excessive force was used. It is reported that the stent failed to cross the lesion and the stent was then deformed. The procedure was completed using another manufacturers device. No patient injury is reported. The physician has stated that the event is due to the use of the device in a difficult lesion morphology/anatomy i.e. The event was procedural related and not device related.